Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was unk. Upon troubleshooting, the customer stated that insulin did not exit the tubing with a manual push using the plunger. The customer tested with another reservoir, and it was found that the alarm was resolved by a reservoir change. She was able to get the manual push to work, as well as the insulin pump thereafter. Advised return of the reservoir and infusion sets for analysis. Nothing further reported.